Event description:
The customer called to report a failed battery test alarm during normal use. The customer also stated that she exposed the insulin pump to an MRI machine today. The customer stated that she walked into the room, but the machine was not on. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarm. The insulin pump had normal operating currents. No off no power, low battery or failed battery test alarms were noted. The drive support disk was inspected and no anomaly was noted.